Event description:
During cardiac cath for stemi, angiodynamics mini stick max coaxial microintroducer kit used, sheath 5fx10cm, needle 70 mm echogenic, wire nitinol tungsten, ref 45-756, lot 5561860, upn (B)(4), exp 12/31/2022 used. Pt moved during the procedure and when cardiologist tried to remove wire, it became entrapped in the vessel and its fragment was dislodged in subintimal space of external iliac artery. Cardiologist unable to remove fragment. When the wire removed (the remaining wire not the fragment), it was noted the wire had became unraveled and "looked like a spring". Vascular surgery consulted regarding extraction of entrapped wire fragment, however, open surgery for retrieval not indicated. Per vascular surgeon, wire fragment is subintimal and therefore unlikely to represent an embolic source or nidus. Covered stent to the area considered but determined not to be needed. Full disclosure to family. FDA safety report ID# (B)(4).